Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via a merlin transmission. The patient was asymptomatic. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states further non-sustained lead noise due to post-paced t-wave oversensing was observed. Reprogramming changes were made. The patient condition is fine.